Event description:
Pitocin infusing at 10ml/hr. Later found at 125ml/hr. Patient needed medical intervention for tetanic contractions. Received oxygen, a fluid bolus and terbutaline. The patient then stabilized. Event log review by cardinal health found that the device was infusing at 10 ml/hr since 1110 in the morning and at 1300, the user changed the rate to 125ml/hr. This rate ran for 9 minutes delivering approximately 19 mls. So, the cause of the overinfusion of pitocin was a user programming error.